Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The patient presented with urethral atrophy at the cuff site and is believed to have been caused by cuff compression. The aus was removed and replaced. There were no additional patient complications reported.